Event description:
Dexcom patient care specialist was informed on (B)(6) 2015 of a patient death that occurred on (B)(6) 2015. The patient care specialist contacted the patient's mother, regarding the start of cgm device use, and was told the patient had passed away on (B)(6) 2015. It is unknown to dexcom whether the patient had begun use of the cgm device. The patient's mother did not disclose any further details but requested that the patient be removed from all contact lists. A cause of death was not reported to dexcom. No further event information is known.

Event description:
The patient's physician contacted dexcom technical support on (B)(4) 2015, to state that the patient was using the dexcom device; however, it is unknown if they patient was using the device at the time of death. The cause of death is still unknown. No further information was reported at the time of contact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.